Event description:
The customer reported an unknown amount of diluted blood was leaking from the lh750 analyzer. The leak was not contained. No erroneous patient results were generated in connection with this event. In addition, no one came in contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes. (B)(4).

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the leak from a clogged check valve at 47b on the bellows assembly vacuum line. The fse replaced the check valve resolving the overflow of fluids at the bellows assembly. (B)(4).